Event description:
Additional information was received that a revision procedure was performed and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that the right ventricular (rv) lead shock lead impedance measurement had been trending upward, eventually reaching greater than 125 ohms in the rv to can configuration. The patients physician performed a commanded 1.1j and 41j shocks to verify lead integrity, which displayed a shock lead impedance measurement of 58 ohms. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that upon fluroscopy, the proximal coil of this lead appeared suspicious. Upon further inspection, normal unwrapping of the shocking electrode wire from the proximal end of the proximal electrode had occurred. Defibrillation threshold (dft) testing was performed and failed. A revision procedure was to occur. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
--